Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-02 h6: investigation summary one 2420-0004 sample was received without packaging for investigation; the sample appeared unused as no fluid was present and the protective caps were in place. A review of the laser ID from the smartsite component confirmed a possible lot number to be either 20115025 or 20115026. A visual inspection confirmed the customer's experience as the sample was received without the roller clamp present on the tubing. The details of this feedback were forwarded to the manufacturing site for investigation. The missing component is likely to have been caused by human error during the hand assembly process. In this instance it is likely that the manufacturing operative has inadvertently missed the assembly step where the roller clamp component is placed onto the tubing and was not detected during subsequent assembly steps. A review of the production records for lot 20115025 and 20115026 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 2420-0004 product in the past 12 months.

Event description:
It was reported that the as lvp 20d 2 ss cv experienced a missing tubing clamp. The following information was provided by the initial reporter: missing roller clamp.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20115025; medical device expiration date: 2023-11-04; device manufacture date: 2020-11-04. Medical device lot #: 20115026 ; medical device expiration date: 2023-11-04; device manufacture date: 2020-11-04 . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d 2 ss cv experienced a missing tubing clamp. The following information was provided by the initial reporter: missing roller clamp.